Event description:
Revision thr for synovitis and pain 2 degrees to metal on metal bearing surface. After pt's 2006 total hip replacement surgery, the depuy device began to fail due to loosening and failure of the acetabular cup component: pt developed a severe limp within 2 yrs of the 2006 surgery and complained of severe pain and went felt like metal hitting together. A total hip revision was performed on (B)(6) 2011 to correct the issue. Severe metallosis discovered during surgery (B)(6) 2011 and severe failure of acetabular hip component. (Depuy pinnacle metal on metal total hip). (B)(6).